Event description:
External blood leak at venous end of dialyzer, no pt injury or medical intervention.

Manufacturer narrative:
Procedure stated in instructions for use is to carefully inspect all dialyzers before use for any evidence of damage. Package and box labeling clearly warn carries and users to "handle with care". One other complaint reported for this lot number. A trend is not indicated. Quality criteria of this lot were met. History device record of this lot does not show any incidents all production parameter were met. Sterilization process showed no deviation. Engineering change order history shows no items having influence on quality of product. Failure codes: f. Code 11. Customer contacted: no. Sales/service contacted by investigator? No. Eval/findings: 1. Pressure drop of investigated dialyzer is within specification. No internal or external leak could be detected. 2. Dialyzer was rinsed for 4 hrs at maximum recommended tmp (500 mmhg). No cap leak occured. Conclusion: investigated dialyzer showed no external leak. As in 1997 no other external blood leak was reported for this dialyzer type no further investigation is necessary.